Event description:
A medtronic representative reported that, while in a procedure, a navigation system shut down. According to the site biomed site representative, the cmos battery was not working. No further details were provided. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site at time of this report. Device manufacturing date is unavailable at this time. Replacement computer canceled per site. No parts, or patient files, have been returned to manufacturer for analysis.